Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported six days post implant that the patient experienced a pocket infection of unknown origin. Cultures were taken but did not grow. Antibiotic treatment was administered. The implantable pulse generator (ipg) was removed and later replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.